Manufacturer narrative:
The investigation into patient's hematoma has been completed. No product was returned. Per the clinical investigation, the root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella 5.5 support developed hematoma at the impella access site. Bivalirudin was paused but the size did not decrease so bivalirudin was restarted last night. The patient remained stable until the successful wean and explant.